Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a major infection. Patient was in index hospitalization which started (B)(6) 2020. Blood cultured were positive for klebsiella oxytoca. Patient has elevated white blood count and is currently on antibiotics; vancomycin and zosyn and supportive care. Patient was withdrawn from trial on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. In addition, this document outlines the recommended anticoagulation regimen and inr range. The heartmate 3 lvas patient handbook is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. The relevant sections of the device history records for (B)(6), including sterilization records, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.